Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This pacemaker subsequently exhibited elective replacement indicator (eri) and an alert message indicating that remote monitoring was disabled. The patient has been scheduled for a device replacement. At this time this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This pacemaker subsequently exhibited elective replacement indicator (eri) and an alert message indicating that remote monitoring was disabled. The patient has been scheduled for a device replacement. At this time this device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.